Event description:
It was reported that the patient's blood glucose level reached 22 mmol/l (396 mg/dl). The pod was worn less than an hour. It was noted that the pink slide did not move forward, but the cannula was visible; indicating a needle mechanism failure. Hyperglycemia treated with manual injections.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.